Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited an alert for high impedance due to the device not making good contact with the surrounding tissue. No device intervention was performed. Patient was stable.